Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The medwatch documents that the rn flushed the white port of the triple lumen catheter and noticed a leak. Two distinct leaks of the clear part of the white port were noted.

Manufacturer narrative:
(B)(4).

Event description:
The medwatch documents that the rn flushed the white port of the triple lumen catheter and noticed a leak. Two distinct leaks of the clear part of the white port were noted.